Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at both the right and left cornu , is embedded foreign body/medical material') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included endometriosis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), supraventricular tachycardia ("heart disorder-supraventricular tachycardia"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, supraventricular tachycardia, fatigue, tooth disorder and nausea outcome was unknown and the pelvic pain, blood loss anaemia, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, blood disorder, headache and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, blood disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, supraventricular tachycardia, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,uti,other injury. Discrepancy noted in essure removal date: (B)(6) 2019. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: medical record received. Event at both the right and left cornu, is embedded foreign body/medical material, reporters information and medical history were added. Event blood loss anaemia and menorrhagia was updated to non serious. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at both the right and left cornu , is embedded foreign body/medical material') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included endometriosis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), supraventricular tachycardia ("heart disorder-supraventricular tachycardia"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, supraventricular tachycardia, fatigue, tooth disorder and nausea outcome was unknown and the pelvic pain, blood loss anaemia, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, blood disorder, headache and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, blood disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, supraventricular tachycardia, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she had received treatment for pain,bleeding,uti,other injury. Discrepancy noted in essure removal date: (B)(6) 2019 . Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), blood loss anaemia ('anemia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), supraventricular tachycardia ("heart disorder-supraventricular tachycardia"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery ((B)(6) 2018, hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood loss anaemia, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, metrorrhagia, blood disorder, headache and urinary tract infection had resolved and the supraventricular tachycardia, fatigue, tooth disorder and nausea outcome was unknown. The reporter considered abdominal pain, back pain, blood disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, nausea, pelvic pain, supraventricular tachycardia, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she had received treatment for pain, bleeding, uti, other injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case became incident. Patient date of birth added. Reporter details updated. Event injury nos has been updated and new event ¿dyspareunia (painful sexual intercourse), dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, blood loss anemia, blood disorder, supraventricular tachycardia, uti, fatigue, dental problems, headaches, nausea, the plaintiff did not undergo this test. Product stop date added. Outcome of event pain, bleeding, urinary tract infection added as recovered. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.